Manufacturer narrative:
Investigation: during follow-up with the customer, it was determined that the pre-procedure ionized calcium and magnesium levels are not being checked. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during an autologous continuous mononuclear cell (cmnc)collection on the spectra optia device, a patient experienced shivering. Per the customer, this patient reaction occurred after one total blood volume (tbv) of the patient was processed. The doctor at the customer site ordered IV emset injection, IV avil injection and IV paracetamol as a result of the reaction. Patient outcome is not available at this time. Patient¿s identifier is not available at this time. The spectra optia set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Corrected information is being filed. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged reactions include but are not limited to the patient's physiology, the patient's disease state, drugs used for mobilization and/or the patient's sensitivity to et0.

Event description:
After multiple attempts the autologous donor ID was not provided by the customer. The customer reported the donor outcome was "normal". Donor weight is reported as (B)(6) kgs from the customer, the run data file (rdf) reports the donor weight as (B)(6) kgs.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: per customer follow up, the attending physician is suspecting a possible allergic ethylene oxide (eto) reaction. The customer is now using saline rinse option for every procedure and observed no issues during the procedure. The end of run summary information for the procedure was reviewed and it indicated that the device was found to be operating as intended for the procedure based on the data entered by the operator. There was no system or device malfunction identified that may have contributed to the adverse reactions reported. Per therapeutic apheresis handbook: a physician's reference, overall patient reactions may occur in approximately 4.8% of procedures. Of these reactions, most were mild and well tolerated. Investigation is in process. A follow-up report will be provided.

Event description:
The autologous patient was mobilized with grafeel 600 g/day for 5 days and 12mg of pleriza for one day before the procedure.